Manufacturer narrative:
Other text: device evaluation- the device was returned for evaluation. The device was given the electrical safety test and confirmed to have a ground fault during testing. The cause of this condition was determined to be the heater component.

Event description:
It was reported the device had a "ground fault". Issue was found during preventive maintenance; no patient involved.